Event description:
It was reported that the coil cap of a large volume infusor was loose. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device found that the coil cap was separated from the housing, verifying the reported condition. Further examination found that the housing was warped, or malformed. The separation was determined to have occurred due to the warped housing; however, the cause of the warped housing was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.